Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that at the time of the event the patient experienced palpitations followed by a sensation of "electric shocks". No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient had been hospitalized and given oral medication. Then a few months later the patient had a surgical procedure of radiofrequency ablation of junctional tachycardia. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) therapy in a supraventricular tachycardia. It was noted that the patient was not in compliance with beta-blocker therapy. No modifications to the device settings were done and the ICD remains in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event. It was further reported that at the time of the event the patient experienced palpitations followed by a sensation of "electric shocks". It was further reported that the patient had been hospitalized and given oral medication. Then a few months later the patient had a surgical procedure of radiofrequency ablation of junctional tachycardia. The device remains in use. No patient complications have been reported as a result of this event. It was further reported that the inappropriate atp was delivered for svt that the device detected as fast ventricular tachycardia (fvt). It was noted that the wavelet discriminator poor match may have contributed to the detection issue. The wavelet template was reprogrammed.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to svt detection. Analysis of the device memory had an observation relating to wavelet detection. The device memory indicated a ventricular tachyarrhythmia therapy (antitachycardia pacing). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was again hospitalized due to another incident of inappropriate deliver of atp for a svt event. Oral medications were give to the patient and they were released from the hospital the same day.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) therapy in a supraventricular tachycardia. It was noted that the patient was not in compliance with beta-blocker therapy. No modifications to the device settings were done and the ICD remains in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.